Event description:
It was reported to boston scientific corporation that an obtryx transobturator midurethral sling system was used during a procedure on (B)(6), 2008. According to the complainant, the patient experienced severe complications (specifics and date of onset unknown) and had a revision surgery on september 17, 2009. The patient's current condition is unknown. All other information is unknown and reportedly unavailable.